Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that since an unknown date the patient is feeling shocking on their right side 2 times per week and is associated with a jerking. It was stated that the patient is good therapy benefit and there is no further information about where the shocking is occurring specifically. Additional information received on (B)(6) 2016 from the rep reported that the patient mentioned the shocking sensation in passing as they were walking out of the patient room at the conclusion of their visit with the healthcare provider (hcp). The patient refused elaborating and giving more information as they had already discussed the incident with their hcp and did not want to discuss it further. Indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the patient was experiencing shocking on their right side 2-3 times per week and it was a quick sensation that came and went very quickly. It was noted that this was not around the pocket site or system. This started in (B)(6) 2016, prior to replacement of the implantable neurostimulator (ins). The patient was first seen by the physician in (B)(6) 2015 and had high impedances at that time on c-0, c-3, 0-1, 0-2, and 0-3, but, because they were getting good tremor control, no changes were made to the programming. In june and july, 2016, they were continuing to get good tremor control so they weren't as worried about the high impedances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.